Manufacturer narrative:
The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
A patient underwent rf ablation of the right anterior accessory saphenous vein on (B)(6) 2022. The patient complained toward the end of the second cycle of a burning sensation. Physician confirmed that the catheter was in the 2.5cm mode. The patient developed an oval-shaped eschar 1 week after the ablation. It initially drained serosanguinous fluid and was painful, but the pain subsided by the 8th day. The wound has been managed with daily bacitracin band aid changes and appears to be granulating in well. The initial surrounding erythema and swelling have subsided. There has been no infection. The management at this point is local wound care and the patient is happy with the healing so far. The procedure was successful in ablating the segment of the aasv. Physician believes he was closer to the entry than anticipated when he ablated this short segment, which has not happened before or since.